Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the contrast keypad button was unresponsive and the up arrow keypad button was intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. The contrast button contact was also missing. Unrelated to these issues, the keypad cover was torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure, contamination under keypad button contacts, and a button contact defect. This report is made based on results of investigation completed on (B)(4) 2014.